Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer declined any troubleshooting. Customer was advised to do a complete set change. Customer's blood glucose reading was 150 mg/dl.